Event description:
Catheter was placed in september 2004. Days later it was noticed that the catheter had separated from the hub. The nurse on duty was able to "milk" the separated segment out of the vessel to the point of being able to be removed by tweezers.